Manufacturer narrative:
Product development investigation was completed. Visual inspection, device history record (DHR) review and drawing review were performed as part of this investigation. The 03.037.017 (blade/screw guide sleeve) was returned with the distal end tooth feature in a partially broken condition. The broken fragment is missing. The balance of the returned device is in a good and functional condition with some minor wear which does not affect device functionality. No dents/dings were observed on the threads of the guide sleeve. During visual inspection, it was observed that the red color mark has peeled off of the guide sleeve. This defect does not contribute towards the complaint condition. Guide sleeve drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The returned device was found to be manufactured per the above drawing, hence no drawing issues or discrepancies were noted. The dimensional verification of the broken feature could not be performed due to broken and deformed condition. A definitive root cause could not be determined. It is a post manufacturing issue. It is possible that the device was under excessive force and/or handled roughly during surgery and/or sterilization process which resulted in the complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. Complainant part is expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was attempted. Unknown part, lot number combination in our records. Mfg location: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection in sterile processing department, a hex flexible screwdriver was found broken in half. The end is bent and sheared off on a blade/screw guide sleeve. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 03.037.017, lot# 9569618. Manufacturing location: (B)(4), manufacturing date: aug 03, 2015. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Corrected data: lot# and UDI#. Device is an instrument and is not implanted / explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.